Event description:
It was reported that a stent damage was occurred. A 16 x 3.50 promus premier stent delivery system (sds) was selected to treat the lesion. During preparation, the sds was removed from the coil and was attached to a non bsc inflation device by the nurse. Prior inserting it through the sheath, the physician noticed that the crimped stent had been deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the distal side of the stent was severely stretched distally beyond the tip of the catheter. This type of damage is consistent with the stent meeting resistance during removal of the stent protector. The proximal side of the stent remained crimped in place. The stent protector and product mandrel were not returned. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The distal outer and inner were kinked just proximal to the bicomponent bond. The hypotube was kinked 46mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a stent damage was occurred. A 16 x 3.50 promus premier¿ stent delivery system (sds) was selected to treat the lesion. During preparation, the sds was removed from the coil and was attached to a non bsc inflation device by the nurse. Prior inserting it through the sheath, the physician noticed that the crimped stent had been deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.